Event description:
Info received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician isolated the issue to the trend engagement switch being out of alignment. He realigned the switch to repair the bed.